Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery during the night for 5 or 6 days. Customer stated he has changed the entire set and alarms persist. Customer stated that the insulin pump will only deliver when the reservoir is full. Blood glucose value is unknown. Customer was advised to perform fixed prime; insulin did not exit. Customer stated he tried all of the troubleshooting steps before calling and it continues to alarm during prime. Customer stated all reservoirs and sets have been from the same box. He changed the entire set using product from a different box and was able to prime. Customer was advised that the insulin pump is working as designed and alarms were caused by a set/reservoir occlusion. The product would be replaced and returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.